Manufacturer narrative:
Customers contacted haemonetics on (B)(6) 2009 reporting the valve on their orthopat machine was broken. No injury or reaction was reported. Evaluation confirmed the damaged effluent stopcock holder. Also identified other issues including a fluid spill. This report reflects a product issue identified during a retrospective review of service records. No patient or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 3601 (f). (B)(4).

Event description:
Customers contacted haemonetics on (B)(6) 2009 reporting the valve on their orthopat machine was broken. No injury or reaction was reported.